Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. Did the glass penetrate the user¿s skin? No, it didn't. What was done to treat the shard penetration? N/a. Was medical or surgical intervention required? N/a. What is the status of the surgeon injury today? N/a. Product lot number. No information. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. During the procedure, it was noticed that a broken piece of the glass ampoule protruded from the applicator. There were no adverse consequences to the patient.